Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Circulation pump was serviced. Level sensor plastic housing was found cracked. Device underwent pm procedure. Level sensor was replaced. Mixing pump was serviced. Heater, manifold o-rings, drain valves, tank tubing, and coin cell were replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow. Per additional information updated from ttm on 11dec2025, biomed had s/n (B)(6) in their shop. It came down about 8 months ago. The decision was made to not repair it as it was nearing end of life. Now the director stated they need it. They stated it had no flow. Messaged tech support and asked they follow up with the customer. They contacted customer and quoted the 2000-hour service. Per sample evaluation results on (B)(6) 2026, level sensor housing found cracked.